Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of downstream occlusion was not reproduced. The preventive maintenance was performed, and pump operated as expected. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.